Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient¿s leads were unplugged. The patient stated they plugged in the lead to the ens the night before the report, switched sides, and were getting the error message of ¿setting cannot be found.¿ it was reported that they tried again and were still unable to fix the error. The patient was advised to contact their healthcare provider. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient¿s daughter reported that they believed the wires may have moved because they had raised the stimulation on the right side and received an error. The patient had an appointment the following day with their doctor. No patient symptoms were reported. No further complications were reported.